Event description:
Customer claims that while the alarm unit was in use with a pt the unit did not power-on. The alarm unit was tested with new batteries. There was no pt incident or injury reported. Eval for the returned product shows the unit has intermittent power.

Manufacturer narrative:
(B) (4). Power-up failure to - labeled. Eval for the returned product shows that during testing the alarm unit has intermittent power. The unit battery tabs are compressed. (B) (4).